Manufacturer narrative:
(B)(4). No intervention was required.

Event description:
Iit was reported that during the implant procedure, the catheter perforated the coronary sinus. The operation was canceled. The patient was fine post procedure.